Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿patellar clamp locking mechanism does not remain engaged without continuous pressure being applied¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned pfc* patellar cementing clamp revealed that the spring plunger of the locking button was not attached to the main device. The clamp exhibits an overall worn appearance consistent with normal and constant usage for around 27 years and no other defects that could have contributed to the reported event were found. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing for around 27 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test revealed that the locking button was not able remain in the lock position; most likely due to the observed condition of the spring plunger. The reported complaint condition was able to be replicated. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (h1097) provided is not a valid finished goods lot# the overall complaint was confirmed as the observed condition of the pfc* patellar cementing clamp would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (h1097) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, d9. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patellar clamp locking mechanism does not remain engaged without continuous pressure being applied. The product damage documented has been identified during loan kit inspection by the loan kit technician. There are no surgeon, procedure, or patient details available.